Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The instrument was failing backgrounds for several parameters when the leak was noticed. The volume of the leak was a few mls and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
Per a conversation with the field service engineer (fse), he found that drain valve for the rbc bath vl12a was broken and was leaking. The fse replaced pinch valve vl12a and the instrument ran without any leaks. The fse found that the instrument was failing backgrounds for diff parameters because solenoid 60 was not actuating. The engineer replaced solenoid valve 60 and the instrument passed all backgrounds. The repairs were verified per established procedures. (B)(4).